Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported tooth fracture, infection, and sensitivity with broken aligners. No further information available.

Manufacturer narrative:
Additional information received from patient: my teeth only got worse as I continued treatment. My gums are receding in areas that before were totally fine. Two of my front teeth experience severe pain due to the root being exposed from rescission. Also, the sensitivity is triggered by everything. Too hot, too cold, air touching it just right, brushing, touching. My teeth hurt constantly. I have had to spend more money on special mouthwash and products to aide the sensitivity that the aligners have caused me. This is a follow up report for this additional information. Additional FDA coding being added after investigation of device. Adding additional health effect: clinical code 2681, 1994 and 2360. This is a follow up report to add this additional code. Additional FDA coding being added after investigation of device. Adding additional health effect: impact code 4644. This is a follow up report to add this additional code.